Event description:
A customer experienced a low readings issue with the adc freestyle libre, reporting that on (B)(6) 2019 she "had to be taken to the hospital since she was over 600 mg/dl [unspecified device] and on the freestyle libre [sensor scan] she was getting results of 140 mg/dl". The customer further reported that she was having difficulty standing and was feeling nauseous. Customer was taken to the hospital, where a laboratory blood glucose result of 1000mg/dl was received and she was admitted into intensive care for 48 hours with a heart monitor. It is noted that during the course of troubleshooting, it was revealed that the customer was wearing the sensor on her abdomen which is an incorrect sensor application site. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a low readings issue with the adc freestyle libre, reporting that on (B)(6) 2019 she "had to be taken to the hospital since she was over 600 mg/dl [unspecified device] and on the freestyle libre [sensor scan] she was getting results of 140 mg/dl". The customer further reported that she was having difficulty standing and was feeling nauseous. Customer was taken to the hospital, where a laboratory blood glucose result of 1000mg/dl was received and she was admitted into intensive care for 48 hours with a heart monitor. It is noted that during the course of troubleshooting, it was revealed that the customer was wearing the sensor on her abdomen which is an incorrect sensor application site. Based on the information received, there was no report of death or permanent impairment associated with this event.